Event description:
It was reported that the scale was giving an innacurate reading of 50 lbs during calibration. No patient involvement, adverse consequence, or clinically relevant delay in treatment was reported.